Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable cardiac monitor (icm) had a "bad signal". The icm was repositioned multiple times. The icm was explanted and replaced. No patient complications have been reported as a result of this event.